Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30726980l number, and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a 74-year-old female patient (51kg) underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. During additional ablation; after pulmonary vein isolation (pvi) was completed, blood pressure decreased and a pericardial effusion was confirmed by the echocardiography. A pericardiocentesis was performed. As blood pressure also returned, the procedure was terminated. After one hour and a half after using the catheter. The physician's opinions on the relationship between the event and the product: here was no comment especially. The patient outcome of the adverse event was improved. A transseptal puncture was performed. There was no evidence of steam pop. No error messages were observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 10-aug-2022, additional information was received indicating the adverse event was discovered during use of biosense webster inc products. The physician¿s opinion on the cause of this adverse event is unknown. It is unknown if the patient required extended hospitalization. A smartablate generator was used during this case. The irrigated catheter flow setting was pre 1sec, post 5 sec. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. Force visualization features used were contact force (cf), graph, vector and dashboard. The visitag module parameters for stability were range: 2mm time: 3s, force over time (fot):5g and 25% with tag size 2mm. No additional filter was used with the visitag. Index coloring was used but display of the tag was off. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).